Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having an almost constant sensation of needing to urinate, but when they try, nothing happens. The patient stated that only rarely were they able to urinate, and not as they usually do. When asked when this sensation of retention began, the patient said it has been present since their surgery some time ago. The agent reviewed therapy information and general programming guidance. The patient was able to connect to the implant and increase the stimulation, confirming stimulation in the bicycle seat area at a comfortable level. The patient will maintain this stimulation level and continue to track symptoms. They were advised to contact their doctor if the issue persists. The patient noted that they saw their healthcare provider (hcp) about a week ago. On 2025-dec-08, additional information was received from the hcp. They reported that the patient did experience urinary retention prior to the device. It was unknown whether their retention worsened as a result of the device or therapy. It was unknown whether catheterization was the patient's 'standard of care' prior to the device. The issue was not yet resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.